Manufacturer narrative:
Evaluation summary: because the plate is a temporary fixation device, the bone has to heal or the plate will eventually break due to cyclical loading or fatigue. The probable cause is the bone did not heal within the eight months. Evaluation: no product or x-rays were returned for evaluation. No lot number was provided; therefore, manufacturing records could not be reviewed.

Event description:
It is reported by the patient's attorney that the device was implanted in 2005, to fixate a severely fractured pelvis. Approximately 8 months post-op, the plate fractured. In 2006, the device was revised.